Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. Customer's blood glucose (bg) level was 420 mg/dl, which was addressed with a manual injection. Reportedly, customer's bg levels came down to the 200 mg/dl range. Reportedly, the customer was able to reload a cartridge successfully, and resumed insulin each time the alarm occurred.